Event description:
It was reported that during an unknown procedure, the pad was detached during activation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/14/2008. Information anticipated, but unavailable at this time.